Manufacturer narrative:
Correction to d8, d8 was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end has a burr. - adhesive on bending section rubber has wear. - connecting tube is deformed. - due to wear of angle wire, bending angle in left direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device had no detection for microbial contamination. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The steps taken during the precleaning, and manual cleaning process were not provided by the customer. For automated endoscope reprocessor (aer) treatment, an olympus dt4 machine is used with schulke detergent and schulke (disinfectant). The scope is wiped with a clean towel/paper and dried using blew by clean compressed air. The scope is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The device has been returned; however the evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope.